Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Where was the location of the pseudoaneurysm? Does the surgeon believe there was any deficiency with the ethicon sutures used in this procedure leading to the pseudoaneurysm? Does the surgeon believe that ethicon sutures involved caused and/or contributed to the post-operative complications described in the article? This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.

Event description:
Journal article title: comparison of two different suture techniques in laparoscopic partial nephrectomy author(s): onur kaygisiz, sinan çelen, berna aytac vuruskan, hakan vuruskan citation: int braz j urol. 2017; 43: 863-70; doi: 10.1590/s1677-5538.ibju.2016.0550 the aim of the study was to comparatively evaluate two alterative renorrhaphy techniques in laparoscopic partial nephrectomy using monocryl. Between dec2011 and oct2015, 62 consecutive patients (mean age was 57.8±19.5 years) were included and assigned to two groups undergoing laparoscopic approach partial nephrectomy: group 1 - traditional knot-tying suture renorrhaphy (n=31; n=22 male, n=9 female) and group 2 - running suture technique using monocryl (n=31; n=18 male, 13 female). In group 2, opened pelvicalyceal system was closed with 3-0 vicryl sutures and initial suture of renal parenchyma was achieved with 2-0 monocryl sutures and similarly was used in the tumor bed. In group 2, one patient had symptomatic pseudoaneurysm (late bleeding) one week after the operation and underwent angiography. Additional information has been requested.